Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was then provided with a replacement device. Upon further examination of the customer's device, physio observed that it would not power on when prompted. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a low battery indicator on the readiness display after replacing the charge-pak assembly. Additionally, the icons on the readiness indicator would flip back and forth between the low battery indicator and ok by itself. The customer also felt that the device took a significant amount of time to power on and, once powered on, the audible voice prompts were unclear. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined customer's device and determined that the cause of the reported issue was the digital pcb assembly; however, further component level cause could not be determined.